Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator failed the internal battery test and was not changing to battery power when the device was disconnected from the ac (alternating current) source. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator failed the internal battery test and was not changing to battery power when the device was disconnected from the ac source. During troubleshooting, it was noted that the hours displayed on the power management (pm) board, and data acquisition (da) board were 5 and 6 (respectively). The total operating hours, and hours listed on other components were over 50,000 hours. The pm board was replaced in 2023. The rse confirmed that no abnormalities, check vent or inoperative codes were found in the event log. The rse advised the customer to replace the power management board. The customer was also provided with the part number for a replacement. A follow up was performed with the customer, and it was reported that the power cord, pm board, and battery were replaced, but the issue was not resolved. During troubleshooting, it was reported that the voltage at j1 of pm board was good for power output but showed zero for the battery voltage. It was found that a pin on battery connector was pushed in and not making contact; the rse advised the customer to reseat the pin and retest. A follow up was performed with the customer, and it was reported that after resetting the pin, the issue was resolved. The device passed the internal battery test after resetting the pin; the customer then verified that the device does switch over to battery backup when unplugged from an alternating current (ac) main. The device was returned to service.